Event description:
Surgeon reviewed patient study on ali webgx version 3.0 in preparation for a surgical procedure to drain patient's sinus. Images were displayed on webgx the same way they were stored when created by the general electric CT scanner (i.e prone images showing right side of patient on the right side of the webgx viewport). Surgeon assumed image presentation was the expected clinical presentation (i.e. Left side of patient shown on right side of webgx viewport) and did not examine the labeling on the image (which showed a "r" marker on the patient's right side). Surgeon performed a sinus draining procedure on the incorrect sinus.